Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. Per failure mode a dimensional and functional inspection of the product involved does not apply. Due to the age of the lot number (2016), the DHR is not available at the teleflex (B)(4) site. Form f2090 "lot no., expiration and date of mfg matrix for the suture department" was verified which indicates the expiration date for the biomet force fiber 900335 product code. According to the information captured in sap manufacturing date: 03/03/2016, expiration date: 03/14/2021 are correct based on the procedure f2090. No discrepancy was found. A corrective action cannot be implemented at the time since no photographs or sample involved in the customer complaint was not sent for analysis. Neither impact to patient nor claim or incidence has been informed by the customer. Shipment dates and customer sale dates were verified, and no delays or discrepancies were found. This complaint was reported by the sap system team. Neither impact to patient nor claim or incidence has been informed by the customer. The customer complaint cannot be confirmed based only on the information provided to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The sap system has informed us that 1 expired product has been consumed in a surgery when the product was being invoiced. The product expired on 14.03.2021 and was used in surgery on (B)(6) 2021. Neither impact to patient nor claim or incidence has been informed.